Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found the stent kinked with struts lifted at mid-section. The undamaged stent outer diameter was measured using snap gauge and the result was this is within max crimped stent profile measurement as per the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a shaft break at approx. 20.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues noted with device.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 96% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 2.50 x 20mm synergy xd drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status was good. However, returned device analysis revealed shaft break.